Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in proximal part of the phenom 21 microcatheter. The patient was undergoing treatment for an acute cerebral infarction/thrombus collection. The access vessel was the middle cerebral artery, which was 3mm in diameter. It was reported that when the phenom was prepared and the micro guidewire (chikai 0.014) was inserted outside the body, there was co nsiderable resistance. Another catheter was taken out and it was able to be used without any problems with the same guidewire. The resistance was said to be not a problem with the wires, but rather a defect in the catheter. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a continuous saline flush was administered and maintained as indicated in the IFU in the preparation stage and that there was no problem with reflux. There was resistance from the wires, so it was determined that the catheter might have been kinked. It was suspected that kink was the cause of the resistance.